Event description:
It was reported that damage to the device packaging was discovered upon opening prior to use. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device has been received by zb; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.